Event description:
The customer's mother reported that the customer had been experiencing high blood glucose levels. Caller also reported that the insulin pump had a no delivery alarm, which caused them to change the set multiple times. Blood glucose level at the time of the incident was over 400 mg/dl and the customer was sweating, thirsty, and had an accelerated heart rate. Blood glucose level at the time of the call was 316 mg/dl. Caller was unable to troubleshoot for the no delivery alarm as it was a past issue. The customer's mother was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.